Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the adhesive of the light cover glass and optical cover glass was uneven, the distal end adhesive was lifting, the insertion tube was delaminated, the up angle failed specification, the volume of air and water flow was not to specification due to the blockage, and water removal was not do specification. A comprehensive leakage check was done and the scope was not leaking. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the channel of the evis lucera elite gastrointestinal videoscope was blocked. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign debris protruding from the air/water nozzle. The unidentified blockage appeared to be a white plastic like material. The report is being submitted due to foreign debris in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.